Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Supply changes were performed and the issue continued. Troubleshooting was performed using the current pump supplies and the issue was found to be within the cartridge. Customer's blood glucose level was 122 mg/dl. During a follow-up, it was confirmed that the customer was able to perform a cartridge change to address the issue. Customer believed the root cause of the issue was due to improper filling technique.